Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). This medwatch report # 2210968-2012-01736 is being voided as it is a duplicate of medwatch report # 2210968-2012-01344. Please see medwatch report # 2210968-2012-01344 for all information regarding this event.

Manufacturer narrative:
It was reported that following insertion the patient experienced pelvic floor muscle spasm and myalgia, levator muscle spasm, and dyspareunia. It was reported that patient underwent removal of mid urethral sling on (B)(6) 2015 by dr. (B)(6).